Manufacturer narrative:
The tech found grease and dirt on the motor assembly. The tech cleaned and lubricated the motor assembly to repair the bed.

Event description:
Info rec'd indicates, the head section is drifting.